Event description:
A malfunction alarm was reported by the customer. Blood glucose level was not impacted adversely, remaining within safe limits. Customer received instructions from technical support to reset the pump, which resolved the issue, and was advised to continue using the pump and report if the malfunction recurred.